Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on their chest under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cortisone ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.